Event description:
Customer stated they are experiencing pain around their gums and also the retainers are cutting them. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.